Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information currently available the exact cause could not be determined, however, it is probable performance was limited due to procedural factors as per the additional information the patient's anatomy was tortuous. Therefore a cause of procedural factors will be assigned to this investigation.

Event description:
It was reported during coil embolization procedure, the main coil was delivered into the ophthalmic aneurysm, however the detached coil was protruding out of the aneurysm into the parent vessel. The physician elected to use a flow diverter to prevent aneurysmal filling and push the coil tail to vessel walls. The procedure was completed successfully and there was no clinical consequence to the patient.

Manufacturer narrative:
Device evaluated by MFR: the device is not available to the manufacturer.

Event description:
It was reported during coil embolization procedure, the main coil was delivered into the ophthalmic aneurysm, however the detached coil was protruding out of the aneurysm into the parent vessel. The physician elected to use a flow diverter to prevent aneurysmal filling and push the coil tail to vessel walls. The procedure was completed successfully and there was no clinical consequence to the patient.